Event description:
During drilling shavings from the drill fell into the surgical wound. The surgery was completed with the same drill. There were no adverse consequences for the pt.

Manufacturer narrative:
Investigation in progress but not yet complete.